Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from consumer via manufacturing representative reported that there was a lack of pain relief. The patient had used the system very little just 3 percent in 2016. The patient was not getting any help from the stimulation. The patient was reprogrammed and instructed to use the system every day until she saw her doctor in two weeks. No environmental factors were involved. An impedance check was run and all were within normal limits. The patient was reprogrammed. It was unknown if the issue was resolved at the time of report. The patient¿s status at the time of report was alive with no injury. Further information regarding this event will be submitted in regulator report number 3004209178-2017-01941.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was inadequate pain control status post lead replacement/revision. The outcome was reported as resolved without sequelae. Interventions included surgical intervention specifically a lead revision. Diagnostic methods included device interrogation/device data and the results were unsuccessful. Imaging showed lead migration. Diagnostics found slight lead migration. The etiology was noted as related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the 2 leads connected to the implantable neurostimulator (ins). The patient was only able to feel stimulation in the right thigh though he had pain in multiple areas. Relevant medical history included: spinal pain, lumbar radiculopathy.